Manufacturer narrative:
On 26-mar-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Was able to remove the tampon after a great deal of time [foreign body in reproductive tract]. Discomfort - vagina [vulvovaginal discomfort]. String broke off tampon while attempting to remove [device breakage]. Probable manufacturing cause [manufacturing issue]. Consumer reported that the string broke off her 12 year old daughter's tampon while she was attempting to remove it. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Was able to remove the tampon after a great deal of time [foreign body in reproductive tract], discomfort - vagina [vulvovaginal discomfort], string broke off tampon while attempting to remove [device breakage]. Consumer reported that the string broke off her (B)(6) year old daughter's tampon while she was attempting to remove it. No serious injury was reported.